Manufacturer narrative:
Correction: section d4 device model should have been "mn10450-50a" instead of "mn20450-50" in the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07584. It was reported that the patient had high impedances on both of their drg leads. The patient was experiencing ineffective on one of the leads due to the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.